Event description:
A defective implanted screw was removed from the patient's knee. The implants were put in at a different hospital in 2001. The broken screw was a synthes product. The implant sheet only acknowledges the explant of a plate and screw and the new implants.